Event description:
The patient's pre-vns seizure frequency per month was reported to be about 0-4 seizures.

Event description:
Clinic notes dated (B)(6) 2013 that since the patient's last visit on (B)(6) 2013 the patient had several seizures as a result of which the patient was hospitalized on (B)(6) 2013. It was reported that the patient could not recollect any that happened to him on (B)(6) 2013. The patient was hospitalized for several days and after discharge the patient experienced two more seizures. The notes indicate that the patient has more or less recovered at present. The physician adjusted the device settings by increasing the device output current and lowering the pulse width.